Manufacturer narrative:
Retainer ring = black. Customer alleged insulin pump having critical pump error. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The crest and thus software was utilized and successful. No unexpected critical pump errors (open book image) during testing and pump error 35 alarm in the insulin pump history, long trace, detail trace. The force sensor offset measured within specification range during testing. However, device had a vertical blue line in middle of display. Cut and open the pump found no cracked lcd controller or moisture/damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. The original pcba1 was replaced and installed in an original pcba2, case, internal battery and motor. Powered the pump on using the battery simulator and the unit display properly and no anomaly noted. Device had cracked case, cracked battery tube threads, cracked case (battery tube). Device p-cap or test reservoir locks in place properly and no anomaly noted. In conclusion, device passed all test required and no critical pump error (open book) and pump error 35 alarm found during testing or in the pump history. Device had vertical blue line in middle of display, problem isolated to electronic defective. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had other critical pump error. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.